Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/clotting') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability), headache ("headaches"), pain ("body aches"), arthralgia ("joint pain"), dizziness ("dizziness"), abdominal distension ("bloating"), mood swings ("mood swings"), pelvic pain ("pain in pelvic area") and dyspareunia ("painful intercourse") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, headache, pain, arthralgia, dizziness, abdominal distension, weight increased, mood swings, pelvic pain and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, dizziness, dyspareunia, genital haemorrhage, headache, mood swings, pain, pelvic pain and weight increased with essure. The reporter commented: the patient have an appointment next week to getting out essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media report received: new reporter and patient's age group were added. Product is ongoing. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.